Event description:
A us distributor contacted zoll to report that a patient developed pressure sores under the lifevest equipment. Patient described the area as pressure sores under the electrodes from being in the hospital and laying on the electrodes. There was no alleged device malfunction contributing to the sores. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the sores. Reporting out of an abundance of caution. Outcome of the pressure sores is unknown as follow up attempts were unsuccessful.